Event description:
It was reported that the ventricular lead exhibited high impedance and unacceptable threshold. The device was reprogrammed. The patient was asymptomatic and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.